Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and confirmed the allegation. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The proportional valve and solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The proportional valve was visually inspected and found no defects. The component was placed on a multifunctional test station and passed all testing. The pil concludes the component operated as designed. The solenoid valve was visually inspected and found no defects. The component was placed on a multifunctional test station and failed the aecm verification test step. The pil concludes this is indictive of a mechanically restricted solenoid valve.

Event description:
The manufacturer received information alleging a trilogy evo failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by the manufacturer's field service engineer and the issue was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.